Event description:
A distributor in (B)(6) reported that a rt100 adult breathing circuit was missing a component. The missing component was observed prior to pt use.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the rt100 adult breathing circuit kit was visually inspected for missing components. Results: the dry line, an unheated tube which connects the humidification chamber to the ventilator, was missing from the breathing circuit kit. A lot check revealed no other complaints of missing dry line tubing for lot number 091215. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is possible that operator error has resulted in the omitted dry line. There are standard operating procedures (sops) in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).